Manufacturer narrative:
The field service representative (fsr) replaced the ccm. Release testing was performed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. The ccm was powered on for 24 hours and monitored with no observation of the cursor being stuck. It was determined that the ccm functioned as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) cursor stuck on a certain spot of the monitor. The surgical procedure was completed successfully. There was a one hour delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022 the team experienced a problem with their heart lung machine (hlm) during set-up whereby the ccm cursor got stuck in a certain position on the monitor. The biomedical engineer was called and was able to partially resolve the issue. There was approximately a one hour delay in the starting of the procedure. The unit was not changed out. There was no blood loss and the surgery was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the logs appeared to be exported after the central control monitor (ccm) was replaced. On (B)(6) 2022, a large roller pump log showed the system was powered up and ungracefully powered down five times before there was an indication a button was pressed (perfusion screen opened). Most likely the ungraceful power downs were because the touch screen was malfunctioning. The log indicated the issue was most likely just a touch screen issue and other than that the ccm was still running (not frozen). The service repair technician (srt) replaced the touchscreen. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.